Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq starter kit was missing the test strips. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported prior to the start of the alleged issue the patient had symptoms of ¿shaky and blurred vision.¿ the patient reported the alleged issue first occurred on (B)(6) 2013 at 12pm. The patient reported using self adjusting insulin to manage his diabetes. The patient reported on 06/10/2013 at 12pm he had his usual dose of insulin which was 60 units of humalin 70/30. The patient did not report receiving any additional treatment. At the time of troubleshooting, the cca was unable to confirm if there was missing product. Replacement products were sent to the patient. The patient reported being symptomatic prior to the start of the alleged issue therefore the system issue could have caused the alleged injury and there was no delay in treatment. In addition there is no indication that the patient¿s condition worsened since he did not report receiving any additional treatment for an acute complication of diabetes from a healthcare professional. However this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting.